Event description:
Product analysis was completed on the returned computer, flashcard, and demonstrator vns generator. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis of the handheld and flashcard software identified that the (B)(6) database was corrupt. A root cause for file corruption could not be identified based on the available information. During the analysis it was identified that the (B)(6) database was not corrupt, giving the indication that the file corruption did not occur prior to the 8.1 software upgrade. Because the archive databases were also corrupt, it could not be determined if the file corruption occurred during or after the v8.1 upgrade. No further anomalies were identified. Results of diagnostic testing for the generator indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
Reporter indicated a vns dell x5 computer was displaying sql messages following as software upgrade to vns version 8.1 software. The sql error was also duplicated when a demonstrator vns generator was tested. The computer, power cord, serial cable, flashcard, and demonstrator vns generator have been returned and are pending analysis.